Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Gore covering physical damaged noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that this patient was checked after left ventricular epicardial lead implant. This right ventricular lead was sensing atrial signals. Suggested chest x-ray. Additional information was received. This lead was found dislodged. Evidence suggests that this event occurred during/after epicardial lead implant. Surgical intervention was needed to resolve the issue. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.